Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had low readings in the 40's mg/dl and 50's mg/dl in the middle of the night. The customer woke up with high reading of 300-500 mg/dl. The customer mentioned that the buttons were stuck. The product was not returned for analysis.